Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3. E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that three infusion set tubing were leaked at site location which led to high blood glucose level of 250-300mg/dl for all events on three separate events between (B)(6) 2024 to (B)(6) 2024. The infusion set in use for 24 hours or less for all events. The patient replaced infusion set and resumed insulin successfully. No further information available.